Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: the 97745 intellis controller, serial # (B)(6), was returned for product analysis. Analysis revealed bent battery contacts. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had left the controller to charge all night and the battery did not increase past 50%. The pt was walked through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Had pt re-insert the battery and confirmed the green light on the controller was flashing (controller 30%, ins 100%). Pt said when they were charging last night, the green light was also flashing and it displayed recharging. Pt inspected the ac power supply and noticed a pin on the plug was missing. An email was sent to the repair department to replace the ac power supply. No symptoms were reported. (B)(6) (con): pt called back stating they received the power supply but it did not resolve the issue. Ptm is still not charging. It shows 20%. Pt said the green light on the controller was blinking green and then it went off. Pt saw no damage. Pt tried aa on the call and the controller did not power up with aas. An email was sent to repair to replace the controller. Sn was already collected on the original call. Additional information was received from the patient. Pt called back stating that they received their controller and battery replacements however, it was still not charging from the ac power supply. Pt said they left the controller to charge for 3 hours and it did not increase past 20%. Pt did not have ac power supply for further troubleshooting. Pss was about to collect controller and battery serial numbers to ensure pt was using the correct devices however the call was disconnected. Pss attempted to call pt back and was directed to vm. Pss left pt a vm. Pt called back and said they received the replacement ac power supply and controller, but they still could not charge their controller battery past 20%. Pt spoke to the rep via phone yesterday a bout the issue and told the pt because they were not getting full power and to call patient services. Pt noted they charged their controller all night, but the controller battery did not increase past 20%. Pt unlocked their controller and was able to connect wirelessly to their implanted neurostimulator (ins). Pt noted the controller battery was "low" and the ins battery was at 90%. Patient services specialist (pss) helped the pt inspect the li battery pack contacts and controller battery pins, but no damage was noted to the controller battery pins. Pt mentioned the middle li battery pack contacts look "worn down." Pss sent an email to repair for a replacement battery pack. Additional information was received from the patient reiterating the previous report indicating that they called the company and they sent the plug instead of what the patient needed which was the battery. It was reported that the patient then got the battery and everything was buzzing right now, and working good.